Event description:
It was reported that they told the patient at the hospital not to use the purewick female external catheter any longer because it was causing urinary tract infections. The patient had been using this product for more than 90days. It was unknown what medical intervention was provided for the urinary tract infection at this time. Per additional information received from liberator on 08mar2023,the representative stated that the doctor no longer wanted the patient to use the these purewick female external catheter, because they thought it was contribution to the patient constant urinary tract infections, the representative requested to return 3 boxes of unopened wicks and 1 box of an unopened accessory kit. He patient had been using this product for more than 90days. It was unknown what medical intervention was provided for the urinary tract infection at this time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: experiencing skin irritation breakdown at the site always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Assess device placement and patient¿s skin at least every 2 hours". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they told the patient at the hospital not to use the purewick female external catheter any longer because it was causing urinary tract infections. The patient had been using this product for more than 90days. It was unknown what medical intervention was provided for the urinary tract infection at this time. Per additional information received from liberator on (B)(6) 2023,the representative stated that the doctor no longer wanted the patient to use the these purewick female external catheter, because they thought it was contribution to the patient constant urinary tract infections, the representative requested to return 3 boxes of unopened wicks and 1 box of an unopened accessory kit. He patient had been using this product for more than 90days. It was unknown what medical intervention was provided for the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.